Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Visual inspection found that a screw for the collimator was loose. Once tightened, the reported issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, a screw would display on 2d image acquisition when the rotor was moved. It was reported that the issue was discovered during image quality checks of the dose measurements. There was no patient present when this issue was identified. No additional information was provided.